Manufacturer narrative:
(B)(4).

Event description:
Procedure type: colectomy. According to the reporter: two separate post op bleeding issues after 28mm was used for anastomosis in lap colectomy. Second patient had active bleeding post op as viewed under sigmoid scope, active bleeding vessel at staple line was clipped. Patient received two units of blood as a result of active bleeding. Patient received two transfusions post operatively as a result of bleeding, active bleeder seen under sigmoid scope was clipped rectally.